Manufacturer narrative:
(B)(4). Baxter received the device. The reported moisture in the battery was confirmed during the device evaluation. The investigation revealed corrosion on the wireless module flex and radio printed circuit board (pcb) as a result of fluid intrusion rendering the unit irreparable. The device was removed from service.

Event description:
It was reported a wireless module for a spectrum pump had moisture in the battery. It was also reported that there was no patient involvement related to this condition.